Event description:
It was reported that the device had a power on reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A device reset was confirmed due to an illop interrupt that occurred on (B)(6) 2010. Illop is an illegal operand. An operand is the address of the data to be operated on by a firmware instruction. The most likely cause of this error is a bit flip in ramware. Ramware was cleared on the reset, so any evidence of this is gone.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had a power on reset. The device remains in use. No patient complications were reported as a result of this event.